Event description:
The pump was returned to the MFR from an unknown source with no return paperwork. The MFR's device tracking system indicated that the pt expired. The physician listed in the MFR's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The healthcare provider (hcp) stated they were unaware of the pt's death, so they had no info regarding cause of death. The pt was last seen by the hcp in 2003. Further follow-up is not possible due to lack of additional contact info. Reference MFR report #3004209178-2008-06077.

Manufacturer narrative:
The right side stimulator and extension were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The lead for the right side system, and none of the left sided system were returned for analysis.